Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was complaining that stimulation was evident in their stomach and kidney area on their back. The patient stated that they did not have stimulation in these areas until just about a week ago. The stimulation was painful for them and they couldn¿t keep the device on even though it helped their back and leg pain. It was indicated that the patient didn¿t report any falls that may have contributed to the issue. Impedances were checked and found to be normal. An x-ray was taken, which confirmed that the leads had moved down slightly and laterally. The patient was programmed to high density (hd) settings to see if the pain relief could be obtained without irritation to the other areas. Hd programming was initiated, but the issue was not resolved at the time of the report. No surgical intervention occurred but surgical intervention was planned just not yet scheduled. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient elected to have leads replaced with a surgical paddle lead due to coverage not being satisfactory due to a slight migration of the percutaneous leads on the x-ray. The patient was scheduled to have a surgical paddle lead placed on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the explanted leads would not be sent back per the physicians request. It was indicated that the patient was put on high density (hd) setting to try and alleviate the abdominal discomfort, but this did not yield in any pain relief. The cause of the abdominal discomfort had not been identified, but the neurosurgeon ordered a CT for the patient to rule out other issues. However, the abdominal discomfort went away with the high density settings. It was reported that it was believed that the patient was not keeping the antenna in place while they were charging, which required them to charge more frequently because they were not on an excellent setting (charge quality). The patient turned off the stimulation until they could have their CT scan as it was not providing them relief. Due to this, the rep indicated that they were not aware if the recharging issue had subsided. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the lead revision took place on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that a CT scan was not ordered. It was reported that the cause of the patient¿s abdominal discomfort was due to a lead migration. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient continued to have sub par pain relief and stimulation in their abdomen even after their lead replacement. The patient also complained of having to recharge their generator multiple times per day while on high density settings. The patient has an appointment next week with a neurosurgeon to address the issues and it was indicated that a rep would be there as well to check the settings and recharge issues. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2019 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2019 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they were not aware of the results of the CT scan and whether or not the results were related to the patient¿s stomach discomfort. The patient was educated regarding recharging and was able to charge the device as instructed. It was indicated that this was all the information the rep had at this time. No further complications were reported/anticipated.